Event description:
It was reported to boston scientific corporation that the patient was implanted with a vesica sling kit during a procedure on (B)(6) 2006. According to the complainant, post-implantation, the patient experienced a recurrence of incontinence and pain (specifics and date/s of onset unknown). Reportedly, the device was explanted in (B)(6) 2006, to address the recurrence of cystocele and "questionable" erosion. All other information, including the patient's current condition, is unknown and reportedly unavailable.